Event description:
The customer called to report high blood glucose levels due to the reservoir being empty and not getting any low reservoir alarms. Reviewed the alarm history, and found several low reservoir alarms. The customer stated that he didn't get a no delivery alarm either. Troubleshooting was performed, and the insulin pump passed the self test, but failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.